Manufacturer narrative:
Unit received with intermittent down button arrow button response due to corroded keypad trace. No unlocked display keypad connector during visual inspection. Unit received with missing address and serial number label,cracked reservoir tube lip, minor scratched display window, cracked case at reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are damaged. The customer's blood glucose reading was 207mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.